Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and also reported no drops during fill tubing, inability to properly fill tubing despite filling up to 5u or more, suspected motor issue, and abnormal pump sound. The event involved product mmt-378a, mmt-1884, and mmt-332a. Troubleshooting was not performed as the customer declined/unable to troubleshoot; however, the customer changed the entire set and manually pushed insulin into the tubing using a plunger, and the outcome was that replacement of the pump was processed with instructions provided to discontinue pump use, revert to backup plan per health care professional instructions, and place the pump in storage mode. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned, while no product return is required for mmt-378a and mmt-332a.